Manufacturer narrative:
A device evaluation, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The device was received for a routine inspection. During this review, no image would appear due to an e210 error code. Further evaluation revealed the p-assembly was damaged and required replacing. This was also the cause of color bars appearing on the monitor when the camera head was in use. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ as a result of the investigation, it is believed that the software did not work and the image did not come out due to the damage of the printed circuit board. It is assumed that the device was physically broken due to a strong impact such as the user dropped the device. Olympus will continue to monitor the field performance of this device.

Event description:
As reported, the visera 4k uhd camera control unit failed its annual inspection due to an e210 error. There was no patient involvement during this event.